Manufacturer narrative:
Submit date: 2/26/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on 2/21/2018, service found that the screen was blank when the unit was powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿blank screen.¿ the unit was triaged and the reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.